Event description:
Legal counsel for the patient reported that patient underwent m2a total hip arthroplasty on (B)(6) 2008. Subsequently, revision procedure was performed in (B)(6) 2012 allegedly due to bone loss. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of bone loss. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to bone loss, pain, periprosthetic fracture, and cup loosening. During the procedure, the head could not be disengaged and a well fixed stem was difficult to remove resulting in femoral fracture. It was also noted during procedure there was gray fluid and tissue. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information received in the form of medical records confirmed the revision date and details of the revision procedure that was performed on (B)(6) 2012. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01305-1 / 01307-1 & 2013-00158).

Manufacturer narrative:
Explant date (B)(6) 2012. Exact date was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01305/01307).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.